Event description:
The customer reported a ventilator was operating on battery although plugged into ac outlet; indicating a defective power cord. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse) who confirmed the reported problem. The philips international field service engineer (fse) replaced the power cord. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The part has been received, however, root cause analysis at the component level is pending. A supplemental report will be submitted when the part is evaluated.

Manufacturer narrative:
The power cord was returned for failure analysis. Visual inspection of the customer returned power cord revealed deformities and curly appearance. A failure investigation (fi) technician installed the power cord into a fi ventilator to duplicate the reported issue of a defective power cord. The fi technician identified the defective power cord was caused by the ac power cord failing esa resistance test. The fse verified the reported failure. High pin-pin resistances were noted on all conductors. The root cause was determined to be mechanical damage.